Event description:
Pt's oxygen saturation dropped into the 80's. Pt on a ventilator. Staff had difficulty passing the suction catheter. Ett noted to be collapsed at the area of teeth. Md called. Orders received. ER md re-intubated pt.